Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited under sensing. It was further noted from x-ray that the lead was dislodged. Programming changes were made. The patient was stable.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.